Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A (B)(6) old woman with advanced pseudoexfoliation glaucoma in her right eye developed severe hemorrhagic descemet detachment (hdd) after canaloplasty. The canaloplasty was completed in a routine manner but it was reported that during vasodilation with healon gv, a small peripheral 1mm descemet detachment was suspected at 6 o'clock position for which no further procedure was done. On the first day post-op, the patient had a 3mm hdd. On day 4 post-op, the hdd progressed to 6mm and the patient underwent a partial thickness corneal paracentesis with balanced salt solution washouts which showed no improvement due to a non dissolvable blood clot. On day 5 post-op, the patient underwent a second intervention where she was given a pre-descement injection of a tissue plasminogen activator using the same thickness corneal paracentesis, followed by washout with balanced salt solution. This was repeated three times and the descemet membrane was reattached using a full anterior chamber tamponade followed by an air-fluid exchange to obtain an air bubble filling two-thirds of the anterior chamber. On day 6 post-op, the hdd was almost completely resolved with clear central cornea, a reattached descemet membrane and a corrected visual acuity (cva) of 20/70 which was changed from the pre-op cva of 20/30. No further information as provided.

Manufacturer narrative:
It was inadvertently not included in the initial report that three months after surgery, patient's corrected visual acuity improved to 20/40 as her descemet membrane remained attached to a clear cornea. The patient also had moderately significant subcapsular cataract that contributed to her vision.

Manufacturer narrative:
Device evaluation: the reported product healon gv was not returned to the manufacturing site. A product investigation therefore, could not be performed. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records could not be performed as the product lot number was not known, not provided. Labeling review: a review of the directions for use (dfu) was performed. The dfu does not include canaloplasty as a procedure. The dfu adequately provides other instructions, precautions, and warnings for the proper use and handling of the product. Based on the investigation, there is no indication of a product deficiency and the reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.